Event description:
The reason for revision was loosening of the femoral component and presence of an ectopic bone mass on the posterior aspect of the knee.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The patient underwent tkr revision for an lcs right knee prosthesis. The femoral component and poly-ethylene bearing were removed and revised. The mbt tibial component remains in situ. The reason for revision was loosening of the femoral component and presence of an ectopic bone mass on the posterior aspect of the knee. The patient is booked for radiology treatment of the bone mass on the (B)(6) 2012. The patient's right knee was revised previously in 2009 by dr (B)(6), who had also performed the primary knee implant procedure. (At (B)(6) hospital) there are no x-rays, no product codes, and no additional information available examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.